Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-sep-2015, via a phone conversation, the technical support specialist (tss) explained to the customer why they would obtain beta-hcg results below the lsl. The customer will get a new diluent because the one in used expired. Also, the customer will do higher dilution and look for possible "hook effect". The tss also recommended to run controls in-between patients since acceptable control concentrations would be indicative of reliable patient results. A follow up call to the customer indicated that while using the provided recommendations, test results had been acceptable. No further action required. Most likely cause for this event was related to true beta-hcg values patients were low.

Event description:
On (B)(6) 2015, a customer reported that results below specifications limits (lsl) for all patient samples while controls were within specifications for the beta-hcg assay with their aia-360 analyzer. This was the only assay presenting issues. This was considered a discrepant result. A technical support specialist (tss) spoke to the customer to troubleshoot the reported event which resulted in discrepant results. There was no indication of patient intervention or adverse health consequences due to the discrepant result reported.